Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13e08056, h13e13023, and h13c16047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment was not reported. The patient was recovering from the peritonitis. The pd therapy was discontinued because the patient was switched to in-center hemodialysis. The patient was discharged from the hospital. Additional information was requested, but is not available at this time. This is report 1 of 2 for this event.